Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent e.u.a excision of granulation tissue and vaginal suture on (B)(6) 2010 by dr. (B)(6) md at (B)(6).

Event description:
It was reported that the patient underwent e.u.a excision of granulation tissue and vaginal suture on (B)(6) 2010 by dr. (B)(6) md at (B)(6).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with pelvitex mesh placement, placement and removal of b/l urethral stents, rectocele repair and cystoscopy ; due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring and other unspecified issues. It was reported that the patient underwent mesh removal on (B)(6) 2010 and (B)(6) 2010 due to bleeding, erosion and extrusion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.